Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering. Customer's blood glucose level was 310 mg/dl at the time of incident and 310 mg/dl at the time of call. Customer treated with manual injection and insulin pump. Troubleshooting was performed and customer had stated that the there was no leak or air bubble. During troubleshooting, customer also reported that the time and date on the insulin pump was a few minutes ahead. Customer would call back to perform high pressure test due to having one more day to change infusion set. The product will not return for the analysis.